Event description:
It was reported that during a bariatric procedure, the gun stuck in between. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button. Additional information was requested and the following was obtained: did the device partially fire? Yes device partially fired. On what tissue type was the device used? At what location on the tissue? On stomach. Device was used. The device was not fired on tissue that had been radiated or has the patient been taking systemic steroids on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd firing this event occur. If echelon, during which stroke did the event occur? At 2nd stroke event occur. What color cartridge was being used? Green color cartridge was being used. What other color cartridges were used before and after this event? Green color cartridges were used before this event. Was buttressing material utilized? If so, which product? No buttressing material utilized. Was the instrument fired across or near an existing staple line or clip? No instrument was not fired across or near an existing staple line or clip. Were any unexpected noises heard? If so, when? No unexpected noises was heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No extra force higher or lower than expected (closing, firing, or opening). After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No gun got stucked in between. Was there any difficulty removing the device from the tissue? Yes there was difficulty in removing the device from the tissue. Is there any other additional information you would like to share about this device or procedure? No other extra info. The device was returned with the anvil and the closing trigger in the closed position. The device was received with a fully fired reload present. The device was opened by applying a reverse force to the closing trigger and pressing the release button simultaneously. The firing mechanism was noted to be damaged; therefore no functional testing could be performed. The device was disassembled to verify the condition of the internal components and the side release button was noted to be damaged, this is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. In addition, evidences of corrosion were noted on the internal components. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.